Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: g3 (date received by MFR): replace february 26, 2021 with february 25, 2021. H3: manufacturer evaluated device was changed from no to yes and device returned for evaluation was changed from no to yes. H6: type of investigation was updated to include b01 for the actual sample received. H10: the actual device was received for evaluation with a minicap on the dark blue connector and the white twist clamp was in opened position. A visual inspection with the naked eye and magnification noted the female connector separated from the light blue main body. The insert chip was not returned with the sample to verify if solvent was present; however, there was evidence on the female connector indicating the insert chip was present during the assembly process. The insert chip dislodged during separation of the transfer set. There was evidence of solvent on the threads inside the barrel of the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6 and h10. H6: type of investigation was updated to include b15 for the photo sample received. Investigation findings was changed from c20 to c1601 and investigation conclusions was changed from d15 to d0301. H10: the actual device was not available; however two (2) photographs of the sample were provided for evaluation. The photographs were visually inspected and a female connector separated from the main body was observed. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the main body (light blue) of the twist clamp on a minicap extended life pd transfer set. The patient noticed the connector felt loose when removing the minicap to prepare to connect the ultrabag (ub) during peritoneal dialysis therapy. ¿after the ub exchange procedure, when patient wanted to disconnect the transfer set from ub, the connection port, the deep blue part was detached from light blue part.¿ there was no patient injury or medical intervention associated with this event. No additional information is available.